Manufacturer narrative:
Summary of evaluation: evaluation could not be performed. Device not returned to howmedica rutherford.

Event description:
The pt's tibia subluxed posteriorly causing instability. The knee was revised using a posterior stabilizer insert.